Event description:
Patient reported that their tooth chipped which caused it to be sharp and it had to be repaired. They have a retainer from their dentist so that their teeth will not move and needs new impressions to continue treatment. Requested additional information.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.